Event description:
Technician alleged trend/reverse trend not working.

Manufacturer narrative:
Technician found reverse trendelenburg switch assembly out of range. Hh adjusted trend/rev trend assembly switches to resolve.